Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk059 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent mohs repair surgery & excision in (B)(6) 2019 and suture was used. During the procedure, the needle broke off from the suture. The procedure was completed using a like device. There were no adverse patient consequences reported.